Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported during a laparoscopic bottom up low anterior resection, the device jaw broke and a portion of it fell inside the patient's cavity. The remnant of the device was successfully retrieved. No unanticipated tissue loss/damage. No patient injury reported.